Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Upon review of the egm, occasional ventricular undersensing was observed, however this didn't affect the device's ability to detect the arrhythmia or affect the delivery of therapy. Three rounds of atp were delivered; two of which resulted in a return to sinus and one shock was delivered (egm was overwritten) which resulted in a return to sinus. The episodes of vt were appropriately diagnosed but the vt zone was set to monitor only. The physician believed the rhythm looked to be agonal and did not believe that the patient death was device-related.